Event description:
It was reported that the device was not functioning or ventilating properly. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seals intact, device is missing the patient valve cover. The customer stated problem was duplicated, when device was turned on to auto, device did not ventilate. Replaced faulty momentary valve, replaced upper and lower housing, replaced patient valve, installed new sintered filter. The cause of the reported problem could not be determined. The previous service history has been reviewed and is unrelated to the current customer reported problem. The manufacturing DHR is not relevant to the investigation due to the age of the device.

Manufacturer narrative:
B5: additional info received via email (B)(6)2022. Event date updated (B)(6) 2022). No patient involvement was reported. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seals intact, device is missing the patient valve cover. The customer stated problem was duplicated, when device was turned on to auto, device did not ventilate. Replaced faulty momentary valve, replaced upper and lower housing, replaced patient valve, installed new sintered filter. The cause of the reported problem could not be determined. The previous service history has been reviewed and is unrelated to the current customer reported problem. The manufacturing DHR is not relevant to the investigation due to the age of the device.